Manufacturer narrative:
On june 21, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 350cc breast implant was found to be ruptured. The implant was received in three (3) parts. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-6803161). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 14, 2021, mentor became aware that the patient also experienced right side capsular contracture; baker grade unknown in addition to right side rupture. Hence, clinical code capsular contracture has been added to field h6 on this form. On may 26, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00205987. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant and experienced breast implant rupture on her right side poatoperatively. On (B)(6) 2021, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number 3503504bc; serial number number 9526815-016 on the left side, and with catalog number 3503504bc; serial number 9526813-039 on the right side on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that field g2 (report source) was mistakenly left blank under the previous initial submission. The field has been correctly updated on this form. Manufacturer¿s reference number: (B)(4).